Event description:
A (B)(6) year old female patient was placed on support using protek duo. When the clamp was initially released, the cannula began leaking blood from an area near the connector. A second cannula was placed and support proceeded as planned.